Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered two inappropriate shocks for a non-ventricular arrhythmia. It was noted the patient would follow up with the doctor and discuss reprogramming options. This crt-d remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.